Manufacturer narrative:
The complainant was unable to provide the suspect device lot number: therefore, the device manufacture date is unknown. This is a non-sterile device, with no expiration date. Device problem code captures the reportable event of brush break. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used on (B)(6) 2018. According to the complainant, the end of the brush broke off while cleaning the channel of the scope. The problem was noticed before the scope was used on a patient and the scope was sent to olympus to have the brush head removed. There was no patient involvement with this event.